Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. No recognition failures were observed during log review. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Additionally, the instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument could not be recognized. Even after replacing the robotic arm and energy cable, it still remained the same. After replacing with a new device of the same type, it could be used normally. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arc was observed during the surgery process. The patient did not receive any injuries or adverse events during or after the surgery.